Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced an unspecified breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach was not further specified. The patient was not hospitalized for the event. The patient was treated with intravenous vancomycin (1gram stat, and on every fifth day, duration not reported) and intravenous piperacillin+tazobactum (twice a day for 14 days). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.